Event description:
It was reported that the cardiosave intra-aortic balloon pump unit has a screen hinge problem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump unit has a screen hinge problem. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse noticed that a hinge cover was no longer present. The fse replaced the two hinges because they were too hard and replaced the upper hinge cover display. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The following investigation was performed by the technician of the maquet failure analysis and testing dept. The failure analysis and testing dept. Received display hinges with a reported unit failure of the hinges being too hard. The fat performed a visual inspection and found the part to be in good condition. The fat installed the hinges in cardiosave and tested the part to factory specifications per the cardiosave service manual. Confirmed the hinges were difficult to open. The probable root cause is expected wear and tear. Retaining the parts in the failure analysis and testing department as per company procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is expected wear and tear.